Manufacturer narrative:
Based on the device evaluation and the information provided, kci determination remains the same that the alleged hospitalization for a blood transfusion is related to the activ.a.c." Therapy system.

Event description:
On may 11 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On sep 07 2017, kci quality engineering (qe) determined the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization for a blood transfusion is related to the activ.a.c." Therapy system. It is unknown if surgical intervention was required. In addition, kci was unable to verify the severity of the event or whether the event actually occurred as the patient did not provide any specifics of the event to the physician. Multiple attempts have been made to gather additional information from the patient and family member, but there has been no response. Device labeling, available in print and online, states: with or without using v.a.c.¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. ¿ patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: ¿ suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.¿ therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.¿ therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.¿ therapy.

Event description:
On jun 15 2017, the following information was reported to kci by the patient's family member: while on the activ.a.c." Therapy (system) the patient was allegedly in the hospital getting a transfusion. On jun 28 2017, the following information was reported to kci by the physician's secretary: the physician had seen the patient since the alleged event and the patient is doing fine. On jun 29 2017, the following information was reported to kci by the physician's secretary after a review of the physician's note in the patient's health care record: at the time of the follow-up visit with the patient the physician's reported that the patient stated she was admitted to the hospital and received a blood transfusion while on the activ.a.c." Therapy (system). The physician's note did not have any further information as to any specifics and they did not know what hospital the patient was admitted to as this information was not provided by the patient nor was any further information provided. On may 11 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On jul 6 2017, kci quality engineering (qe) determined that multiple attempts to retrieve the devices were made, but all attempts were unsuccessful. To date, this device is unavailable for evaluation in kci qe.